Event description:
It was reported that "patients wife called to report that the post of the knee implant broke. A new post was put in (B)(6) 2009 (approx) (B)(4). (B)(6) 2011 the post broke again. Patient will be revised again. Has been referred to dr. (B)(6) for follow-up and possible total revision." Update (B)(6)-2011, from sales rep on the patient's revision: "the post on the ps poly broke so the patient was revised. This poly has been exchanged once before for the same issue but the remaining implants are from the primary."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Additional information (including x-rays and medical records) was requested.